Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right micro-insert had migrated into her uterus/malposition of essure device: outside of the fallopian tube"), fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus),"), genital haemorrhage ("heavy bleeding") and tooth disorder ("dental problems") in a 33-year-old female patient who had essure (batch no. 836493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn't undergo essure confirmation test". The patient's previously administered products included for an unreported indication: novum. Concurrent conditions included menometrorrhagia and dysfunctional uterine bleeding. In 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), hot flush ("hormonal changes describe: hot flashes, mood swings, feeling worried and upset"), mood swings ("hormonal changes describe: hot flashes, mood swings, feeling worried and upset"), anxiety ("hormonal changes describe: hot flashes, mood swings, feeling worried and upset/worry"), depressed mood ("hormonal changes describe: hot flashes, mood swings, feeling worried and upset"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), stress ("psychological or psychiatric problems condition: depression, worry and stress"), migraine ("migraines /headache"), headache ("migraines /headache"), tooth disorder (seriousness criterion medically significant), fatigue ("fatigue"), weight increased ("weight gain/loss specify which one") and weight decreased ("weight gain/loss specify which one"). On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, back pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("hip pain/hip pain"), uterine pain ("uterine pain even when not menstruating/uterus pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), procedural pain ("pain continued") and depression ("psychological or psychiatric problems condition: depression, worry and stress"). The patient was treated with surgery (laparoscopic total hysterectomy with robotic assistance, bilateral salpingectomy), and surgery (root canal, tooth extraction). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, fallopian tube perforation, uterine perforation, arthralgia, uterine pain, dysmenorrhoea, dyspareunia, procedural pain, hot flush, mood swings, anxiety, depressed mood, depression, stress, migraine, headache, fatigue, weight increased and weight decreased outcome was unknown, the genital haemorrhage, vaginal haemorrhage and tooth disorder had resolved and the menorrhagia was resolving. The reporter considered anxiety, arthralgia, depressed mood, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, procedural pain, stress, tooth disorder, uterine pain, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: despite having the migrated coil removed, plaintiff's heavy bleeding and pain continued. Since her removal surgery, her symptoms have mostly resolved, though some remain. Felt better two weeks after the surgery. There were 4 trailing coils on the left and 3 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Ultrasound pelvis - in may 2015: right micro-insert had migrated into her uterus on (B)(6) 2015, surgical pathology report tissue/ specimen: cervix, uterus and bilateral tubes. Diagnosis: 156 g uterus with cervix and separate tight and left fallopian tubes, excision: cervix: mild parakeratosis, squamous metaplasia, acute and chronic inflammation and reactive changes. - endometrium: mildly disordered atrophic/inactive endometrium with evidence of weak secretory activity, focal pseudo-decidualized stroma and mild evidence of superficial breakdown. - myometrium: superficial adenomyosis and sub serosal leiomyoma. Right and left fallopian tubes: no significant histopathologic features. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right micro-insert had migrated into her uterus/malposition of essure device: outside of the fallopian tube"), fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus),"), genital haemorrhage ("heavy bleeding") and tooth disorder ("dental problems") in a 33-year-old female patient who had essure (batch no. 836493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's previously administered products included for an unreported indication: novum. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), hot flush ("hormonal changes describe: hot flashes, mood swings, feeling worried and upset"), mood swings ("hormonal changes describe: hot flashes, mood swings, feeling worried and upset"), anxiety ("hormonal changes describe: hot flashes, mood swings, feeling worried and upset/worry"), depressed mood ("hormonal changes describe: hot flashes, mood swings, feeling worried and upset"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), stress ("psychological or psychiatric problems condition: depression, worry and stress"), migraine ("migraines /headache"), headache ("migraines /headache"), tooth disorder (seriousness criterion medically significant), fatigue ("fatigue"), weight increased ("weight gain/loss specify which one") and weight decreased ("weight gain/loss specify which one"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, back pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("hip pain/hip pain"), uterine pain ("uterine pain even when not menstruating/uterus pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), procedural pain ("pain continued") and depression ("psychological or psychiatric problems condition: depression, worry and stress"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy) and surgery (root canal, tooth extraction). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, fallopian tube perforation, uterine perforation, arthralgia, uterine pain, dysmenorrhoea, dyspareunia, procedural pain, hot flush, mood swings, anxiety, depressed mood, depression, stress, migraine, headache, fatigue, weight increased and weight decreased outcome was unknown, the genital haemorrhage, vaginal haemorrhage and tooth disorder had resolved and the menorrhagia was resolving. The reporter considered anxiety, arthralgia, depressed mood, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, procedural pain, stress, tooth disorder, uterine pain, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: despite having the migrated coil removed, plaintiff's heavy bleeding and pain continued. Since her removal surgery, her symptoms have mostly resolved, though some remain. Felt better two weeks after the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Ultrasound pelvis - in (B)(6) 2015: right micro-insert had migrated into her uterus. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received: events per pfs: perforation (fallopian tube(s)), fatigue, perforation (uterus), hormonal changes describe: hot flashes, mood swings, feeling worried and upset, abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression, worry and stress, malposition of essure device, migraines / headaches, migration of essure device location of device: outside of the fallopian tube, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain / loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right micro-insert had migrated into her uterus") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, back pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), arthralgia ("hip pain"), uterine pain ("uterine pain even when not menstruating"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), dyspareunia ("painful intercourse") and procedural pain ("pain continued"). The patient was treated with surgery (on (B)(6) 2015, plantiff underwent total hysterectomy during which her cervix and uterus were removed). At the time of the report, the device expulsion, genital haemorrhage, arthralgia, uterine pain, dysmenorrhoea, menorrhagia, dyspareunia and procedural pain outcome was unknown. The reporter considered arthralgia, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, procedural pain and uterine pain to be related to essure. The reporter commented: despite having the migrated coil removed, plaintiff's heavy bleeding and pain continued. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in (B)(6) : right micro-insert had migrated into her uterus. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.